Event description:
New information received indicated that the patient was presented to the hospital for a device change-out due to eri. The rv lead exhibited low pacing lead impedance and externalized conductors were noted via fluoroscopy. The lead was explanted.

Manufacturer narrative:
A partial lead measuring 62.0cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.7-8.8cm and 10.4-12.7cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.3-3.6cm, 3.9-4.0cm, and 3.8-4.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.7-20.8cm, 21.3-21.6cm, and 21.8-22.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
During routine changeout, externalized conductors were noted via fluoroscopy. Pacing lead impedance has been historically low. Lead remains implanted and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.